Event description:
Complainant alleged that during training by facility staff, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter has an error 5 issue. This medical surveillance specialist obtained follow up information on (B)(6) 2010. The patient tests his blood glucose before and after each meal. His diabetes is managed with oral medication, food, and exercise. According to the patient, his blood glucose is maintained around 111-130 mg/dl when he is able to regulate his exercise and food intake per the lfs meter readings. After the error 5 issue began on (B)(6) 2010, the patient reportedly could not obtain his blood glucose reading to manage his diabetes. He took his usual oral medication at the time of concern. On (B)(6) 2010, the patient developed symptoms of "blurry vision" and made an appointment for a doctor's office visit. He was tested at "275 mg/dl" on the doctor's meter and was given new prescription for his glasses. In addition, the patient was advised to take more oral medication. There was no medical treatment for severe hypoglycemia or hyperglycemia at the time of concern. During troubleshooting, the customer care advocate verified that the patient was using the correct technique. The error 5 could not be duplicated at the time of concern due to an apply sample issue. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms that can be associated with hyperglycemia 3 days after the error 5 issue began and he was unable to test his blood glucose on the lfs product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510k #k061118, ultramini.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.